Event description:
It was reported from the (B)(6) clinical study that the patient had two falls and noticed new pain at the device site with tenderness to the touch and discomfort with manipulation of the left arm. The device was repositioned and the pain resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.